Event description:
Information received indicates the chair function operates unintentionally.

Manufacturer narrative:
The facility found the left ucm cable was shorted and replaced it to repair the bed.